Event description:
It was reported that a cartridge change error occurred during the load sequence. Customer's blood glucose level ranged between 300-400 mg/dl. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy.